Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead implant procedure the stylet could not be inserted down the lead. The connector pin was also noted to be bent. The lead was not implanted. The patient was in good condition before, during, and after the procedure.